Event description:
Ra lead shows slack with high pacing impedance and high threshold. Physician pulled the lead out of the device header, tested the lead, placed it back in the header, and tightened the set screws (physician performed a tug test). All readings are normal now. Lead remains actively implanted in patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.